Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving a low reading on their adc blood glucose meter. A health care professional reported receiving a reading of 379 mg/dl which was lower than a lab reading of 700 mg/dl. The results when plotted on a parkes error grid fell out of range, showing the difference in values to be clinically significant. However, it is unknown how much time elapsed in between the readings. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.